Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterolysis of sigmoid colon, left urethrolysis, bso, abdominal paravaginal defects repair, burch procedure, excision of umbilical keloid scar/fibrosis of the skin, umbilical hernia repair, perineoplasty, cystoscopy with suprapubic catheter placement due to vaginal prolapse, lateral/central cystocele, rectocele, perineocele, sui, keloid umbilical scar/fibrosis of skin, and umbilical hernia. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh and novasilk were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.